Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units studs on faceplate pim were broken. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9(device available for eval? , return to manufacture date), e1(event site postal code - 4818 ck ,event site state - br), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10 additional poc - (B)(6), (B)(6), (B)(6),(B)(6) getinge field service engineer (fse) replaced face plate pim . Performed preventive maintenance and safety check performed, repair done. The defective components were received for further investigation. The failure analysis and testing dept. Received the following parts associated with this complaint: face plate pim serial number n/a, label, pim serial number n/a the failure analysis and testing dept. Performed a visual inspection and and found face plate pim serial number n/a damaged with four studs damaged on the backside of the face plate. Label, pim serial number n/a was found to be in good condition. The fat verified the complaint of four damaged studs on face plate pim serial number n/a. Retaining the part in the fat per procedure number (B)(6). Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a